Manufacturer narrative:
The axium coil was returned for evaluation with the implant coil detached and inside of the introducer sheath. The tack weld replacement (twr) crimp was found to be intact; however, the pushwire was found to be broken distal to the break indicator at the manual detachment location. The broken pushwire was found to be retained together by the release wire which was found to be pulled out. The implant coil was found to be damaged and stretched. The cause for the pre-mature detachment could not be determined; however, it is possible the coil detached due to the break in the pushwire and the release wire being pulled back. All of the parts of the pusher which could affect detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
Requests were made for the return of the device, but no correspondence has been received regarding the device. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. The axium coil was reported to be already detached inside the introducer sheath. No further information provided. No patient injury reported as a result of the event.